Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. Additionally, a direct cause of the reported infection could not be determined. It was reported that the patient had a new onset headache on (B)(6) 2019. Computed tomography (CT) of the head did not show any acute abnormalities. CT angiography (cta) of the head/neck was also unremarkable. Electroencephalogram (eeg) was performed and showed only ¿generalized slowing¿ common causes include toxic, metabolic, multifocal, or diffuse structural abnormalities." The event resolved on (B)(6) 2019. It was also reported that the patient was admitted on (B)(6) 2019 after having a large acute hematoma to the left upper arm, resulting in acute anemia. The patient¿s international normalized ratio (inr) was 2.5. The event resulted in multiple blood transfusions and development of abdominal pain. The bleeding event resolved on (B)(6) 2019. The patient¿s abdominal pain was found to be due to proctocolitis. An esophagogastroduodenoscopy (egd) was performed and the patient was stool positive for a germ bacterium. The patient was started on antibiotics and the event resolved on (B)(6) 2019. The patient remains ongoing on ventricular assist device (vad) support, and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of new onset headache. A CT scan of the head did not show any acute abnormalities. Cta of the head and neck was also unremarkable. An electroencephalogram (eeg) was also done which showed only generalized slowing. Common causes of this include toxic, metabolic, multifocal or diffuse structural abnormalities. The patient underwent prolonged hospitalization. It was reported that the subject complained about abdominal pain found to have acute proctocolitis. An esophagogastroduodenoscopy (egd) was performed and stool was positive for c diff (clostridium difficile) on (B)(6) 2019. Antibiotics were started, flagyl 250 mf every 6 hours and zosyn 3.375 mg every 6hrs. The patient was then transitioned to vancomycin until last dose on (B)(6) 2019. It was reported that the patient also reportedly had a large acute hematoma develop around the left upper arm resulting in acute anemia requiring multiple blood transfusions and development of abdominal pain. CT of the abdomen showed acute proctocolitis and positive for c. Dificile. It was reported that the bleeding has resolved. The patient's infection was bacterial. The infection resolved and the device operated as expected. It was reported that hematoma formed spontaneously, inr on (B)(6) 2019 was 2.5. This event reportedly resolved without sequelae.